Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt lost stimulation. The pt is unable to feel the stimulation at max amplitude, unless he pushes on the ipg. The ipg has no issues communicating with the programmer and charger. An x-ray was taken but did not reveal any anomalies. On (B)(6) 2010, it was reported that the stimulation is affected by positional changes and at times can surge strongly to an uncomfortable level. It is unk at this time with the next course of action will be.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.